Event description:
The user facility called to say that the previous week a patient reported what she described as a shock while laying prone on a multicare platinum system. At first it was reported this occurred during and exposure, but a follow-up conversation revealed that it occurred prior to an exposure. The patient reported a sudden pain in the area of her ribs and breasts. The technologist stated the sudden pain may have been due to the patient pinching a nerve while she was in the prone position. The patient was evaluated by a physician (radiologist) at the site and no injury was evident.

Manufacturer narrative:
On (B)(4) 2010, an hologic field engineer was dispatched to the site to evaluate the system. The field engineer checked for loose grounding and floating voltage on the system frame and table top. All readings were well below specification and was confirmed by the site biomedical group. The multicare system is running fine with no problems reported. Hologic inc. Has concluded this incident is not due to a malfunction of the multicare platinum system.